Manufacturer narrative:
The communication issues noted are likely related to migration of the ipg within the pocket. The leads all appeared to have been in appropriate position and functioning as expected until the revision procedure. It is suspected that movement of the ipg during the revision also caused the lead to move and likely caused damage to the lead which manifested as impedance issues. Migration of implanted components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back and hip pain. In april 2024 the firm was notified by the patient that a surgical revision was scheduled. Patient reported that there was issues with communication between the implantable pulse generator (ipg) and the external therapy discs. The implanting physician informed the patient that the ipg had migrated within the pocket, causing the intermittent communication. On (B)(6) 2024 a surgical revision was performed to reposition the existing ipg. During the procedure, one of the implanted leads was pulled out of place and began showing impedance issues, thus that lead was replaced.